Manufacturer narrative:
Philips has investigated this complaint. The system was not clinically recognized at the time, and patient outcomes remain unclear due to insufficient information. A philips remote service engineer (rse) received a complaint indicating that system was unable to perform geometry movements. The work order has been cancelled due to an error, and a new one will be created. The device remains at the customer's site. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.